Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the top of the display on the external pulse generator (epg) was damaged and could not be read. The external pulse generator (epg) is expected to be returned for service but it's status remains unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the display on the external pulse generator (epg) was damaged .the liquid crystal display(lcd) was bleeding .both wires on the lcd were pinched. It was also identified that the ventricular output connector was broken. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.